Event description:
It was reported that a patient had a primary surgery to the cervical spine (B)(6) 2014. In 2018 it was confirmed that he had neck kyphosing and screw loosening. Revision acdf/ corpectomy was performed on (B)(6) 2018. The surgeon removed a previously implanted 2 level aviator plate and screws from the patients cervical spine. Upon removal of one of the screws, the screw had fractured in half and only half the screw was removed from the patient. When removing additional screws, it was noticed the spring bar locking mechanism of the plate was damaged.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment. Result: the screw was confirmed visually to have fractured. Manufacturing files were reviewed and no anomalies were found. Conclusion: the screw was broken due to removal. The root cause could not be determined conclusively. Possible root causes include: poor bone screw pruchase, screw pathway not prepared properly, incorrect trajectory of screw, screw not seated below springbar before final blocker was turned, guide was not used to insert/prepare screw, incompatible tolerances, screw interferes with spring bar, blocker not unlocked prior to screw insertion, blocker head/screw stripped, incorrect geometry, incorrect screwdriver used to final tighten, stripped screw threads, blocker was unlocked/locked several times, screws were inserted and removed multiple times comprimising spring bar functionality.

Event description:
It was reported that a patient had a primary surgery to the cervical spine (B)(6) 2014. In 2018 it was confirmed that he had neck kyphosing and screw loosening. Revision acdf/ corpectomy was performed on (B)(6) 2018. The surgeon removed a previously implanted 2 level aviator plate and screws from the patients cervical spine. Upon removal of one of the screws, the screw had fractured in half and only half the screw was removed from the patient. When removing additional screws, it was noticed the spring bar locking mechanism of the plate was damaged.